Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon opening of the sterile packaging, the tip of the lead was bent. Device was not implanted. Additional information was requested.